Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2020-49060. It was reported that during the drg trial patient stopped breathing after leads were placed. As a result, the implanted leads were removed, and the procedure was aborted. Patient was stable post procedure.